Event description:
It was reported through receipt of litigation that after a laparoscopic cholecystectomy on (B)(6) 2013, ¿the clips placed on the cystic duct failed.¿ pleading further alleges plaintiff was required to undergo multiple surgical procedures.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. As the incident was reported via litigation, the details provided are all that are available to ethicon at this time. If further details are received at a later date, a supplemental will be sent to reflect the new information. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4).